Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a "runtime calibration failure - 1051" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to a zoll certified service provider for evaluation. The customer's report was observed during testing. However, the report could not be duplicated after the flow screen was cleaned and the filter was replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.